Event description:
On (B)(6) 2010, the biomed technician at customer's facility reported an infusor pump that overinfused during patient administration of propofol. Upon followup with another biomed technician on 3/30/10, reported the accuracy test consisted of setting the pump for 100 patient weight (expected infusion rate of 1 cc per 1 minute). He ran the pump for 8 minutes and collected infused solution in a graduated cylinder. After 8 minutes, 10 cc was observed to have been infused (8 cc expected) which calculates to a 25% overdelivery.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.